Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned - product evaluation in-process. Note: manufacturer contacted customer in a follow-up call on 15-feb-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 207, 200, 273, 265 and 394 mg/dl. The customer¿s expected am fasting blood glucose test result is below 190 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 07/14/2022 and test strips were opened one week prior to call. The meter memory was reviewed for previous test result history: result 1: 207 mg/dl, date: (B)(6), time: 11:28 am fasting, result 2: 200 mg/dl, date: (B)(6), time: 10:44 am fasting, result 3: 273 mg/dl, date: (B)(6), time: 10:50 am fasting, result 4: 265 mg/dl, date: (B)(6), time: 10:50 am fasting, result 5: 394 mg/dl, date: (B)(6), time: 11:07 am fasting.

Manufacturer narrative:
Sections with additional information as of 28-march-2022: h3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was returned for evaluation. Reported defect not reproduced. No defect found. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.